Event description:
Information received from the field notes that the patient presented for a routine follow-up, feeling symptomatic. After difficult interrogation, the device was found to be operating in back-up mode. During an attempt to download the software, telemetry was lost.